Manufacturer narrative:
(B)(4). Date sent: 04/17/2025. D4: batch #unk. Investigation summary: visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple release criteria. However, during the firing it was noted that the instrument did not switch to the high-power mode once the knife passed the lockout point. The behavior is consistent with an intermittent malfunction in the pcb board which controls the transition between low and high-power modes. The damage to the pcb board is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 298d86, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric bypass procedure, the surgeon complained of the slowness in stapling and, when analyzing with the doctor, the unusual slowness and noise was noticeable. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.